Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a meniscal repair procedure utilizing the fast-fix 360 curved ndl delivery sys, it was reported that t2 deployed with t1 and came off the inserter. The surgeon left t1 in the patient unsupported but placed additional devices without issue. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: three fast-fix 360 curved ndl delivery sys devices were returned for evaluation and evaluated by quality engineering. Due to the devices not having lot numbers physically on them, all investigation results are being entered into complaint. Two of the devices were not returned in the condition of the complaint as each device has t1 free from the insertion needle and t2 is in its normal pre-deployment position. The actuator is in its pre-deployment position for t2 indicating a deployment of t1. The third device no ts or suture were returned. The actuator is in its post t2 position indicating a complete deployment. The failure mode cannot be confirmed. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).